Event description:
It was reported that a pulse oximeter was placed on the patient, and was producing incorrect readings. When the device was removed from the patient, the adhesive tore some of the patient's skin. The area was appropriately bandaged, and the patient was reported to be in satisfactory condition.

Event description:
The account stated that the architect i2000sr analyzer has generated a discrepant (B)(6) result when compared to the axsym analyzer. The architect generated a negative result. The sample was then tested on the axsym analyzer and the result was positive. The patient's clinical history is (B)(6) positive. The qc was within range. There was no adverse impact to patient management reported.

Manufacturer narrative:
A visual exam of the device revealed evidence of use and what appeared to be skin on the pulse oximeter. Function testing was performed, and the device passed all testing. The main potential root cause was determined to be use of the device. The pulse oximeter was used on an elderly patient, skin condition was a potential factor in causing the incident to occur. Ascent healthcare solutions' instructions for use states:"any of the following conditions can cause inaccurate oxygen measurements: application of sensor to a site that is too thick, thin or deeply pigmented."the device history record for the returned device indicates that the pulse oximeter passed all applicable inspections and tests prior to release. Due to the infrequency of this type of event, no trend analysis is available.